Manufacturer narrative:
Analysis of the pump identified no significant anomalies. Analysis of the catheter identified damage to the transition tube. The previously reported evaluation conclusion, method, and result codes no longer apply. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-nov-04. It was reported that the pump revision was performed at patient request for comfort. At that time the hcp decided to replace the pump early as there were only two years left until it needed to be replaced and they were already going to be working at the pocket site.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#:(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product: type catheter, ubd: 05-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1,7 50mcg/ml at 4497 mcg/day, 9 mg/ml of compounded baclofen at 2.698 mg/day, 15,000mcg/ml of dilaudid at 4497 mcg/day, and 200 mcg/ml of clonidine at 59.96 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient was initially scheduled for a pocket revision. The doctor intended to replace the pump at that time because there was less than 21 months remaining before end of service (eos). The doctor was unable to aspirate the catheter during the pocket revision/pump replacement. Possible catheter damage was observed at the proximal end of the catheter near the pump connector. The catheter was cut below the damage and the physicians tried to re-aspirate the catheter with a small needle but they were unsuccessful. The remaining pump section of the catheter was removed just passed the connector and replaced. Approximately 1 cm of the spinal section was also removed on (B)(6) 2019. The hcp and the rep observed cerebrospinal fluid flow (csf) from the remaining spinal section of the catheter at that time. A new pump section of the catheter was used to join the new catheter and the old catheter. Once connected to the new pump, the hcp was successful in aspirating the remainder of the catheter. There were no reported environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed prior to the hcp and rep noticing an issue with the catheter. It was reported the issue was resolved, as of (B)(6) 2019. It was reported the pump and catheter segment would be returned to the manufacturer for analysis. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.